Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call blank display anomaly, cosmetic damage and moisture damage on the insulin pump. Customer¿s blood glucose level was 8.1 mmol/l. Troubleshooting for blank display was performed. Customer advised they were wearing the insulin pump while swimming and the device remained blank. Customer advised the insulin pump was cracked and moisture went into the device. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a blank display due to corroded electronic assembly. There was heavy corrosion just about everywhere inside the device . Unable to perform functional tests including displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Device received with a crack on the battery tube which extends to the top where a huge chunk of the battery threads broke off.